Event description:
On (B)(6) 2019 a patient was undergoing treatment of a common iliac artery stenotic lesion with gore® viabahn® vbx balloon expandable endoprostheses. There was also a distal aortic aneurysm, but it was decided this aneurysm would not be treated at this time. Following advancement of both vbx devices in kissing technique, the devices were deployed with simultaneous ballooning, successfully. The balloons were deflated and removed. The anesthesiologist noticed a drop in the patient's blood pressure so the blood pressure cuff was checked and reapplied. However the blood pressure reading remained low. A pigtail catheter was then advanced and aortic rupture was realized. An occlusion balloon was advanced for hemorrhage control and a cook main body device was implanted to treat the aortic rupture. The left limb of the main body was treated successfully, preserving the left iliac artery. However, the right side could not be treated. The right side was plugged with an amplatz device. For this reason, a femoral to femoral artery bypass was necessary and this was carried out by another surgeon. The patient required replacement blood products, however was stable at the end of the procedure.

Manufacturer narrative:
B.5. Updated. D.11. Additional device: bxa102902a, lot #20541811 UDI: (B)(4). As it is not known which device, if either, was associated with the aortic aneurysm rupture, both were investigated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of a common iliac artery stenotic lesion with gore® viabahn® vbx balloon expandable endoprostheses. There was also a distal aortic aneurysm, but it was decided this aneurysm would not be treated at this time. Following advancement of both vbx devices in kissing technique, the devices were deployed successfully. The balloons were deflated and removed. The anesthesiologist noticed a drop in the patient's blood pressure so the blood pressure cuff was checked and reapplied. However the blood pressure reading remained low. A pigtail catheter was then advanced and aortic rupture was realized. An occlusion balloon was advanced and a cook main body device was implanted. The left limb of the main body was able to be treated successfully, preserving the left iliac artery, however the right side could not be treated due to anatomical provisions so the right side was plugged with an amplatz device. For this reason, a femoral to femoral artery bypass was necessary and this was carried out by another surgeon. The patient required replacement blood products, however was stable at the end of the procedure.